Event description:
It was reported that during the implant procedure, when the left ventricular (lv) lead was connected to the device, the patient expe rienced pocket stimulation and the lead exhibited low impedance. The device settings were adjusted and resolved the issues. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtba1d1 crt-d implanted: 2015-(B)(6). (B)(4)